Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: optical inspection first step of our investigation is the optical inspection. The optical examination showed that only a very short piece of catheter material was emitted. Permeability test: an adjustment test is not applicable. Adjustment test: an adjustment test is not applicable. Braking force and brake function test: a braking force and brake function test is not applicable. Result: unfortunately, it is not possible to deduce, from the short piece of catheter, why the catheter has detached itself from the reservoir. However, we can say surely that the ligature thread is not product from miethke (B)(4). We use white ligature threads and a black ligature was placed on the catheter we can assume that the catheter with the new ligature was not properly attached to the reservoir and thus the detachment occurred. The manufacturing of the shuntsystem and the in-process controls guarantees the integrity of the product. All products are 100% performance tested and visually inspected during assembling, packaging and before final packaging. The valve was sterilized by miethke and released for shipment and documented as well. A lost catheter, would be detected and rejected from the lot. Accordingly, it is highly unlikely that the product has left our house in the condition you described. Based on our investigation results we could not detect any failure with this shuntsystem at the time of delivery.

Event description:
It was reported that there was an issue with progav 2.0 sys w/sa20 a.sprung reservoir (#fx427t). According to the complainant, looseness of ventricular catheter was found. The primary surgery was done in (B)(6) 2017. The looseness was found by x-ray after the patient was discharged from the hospital. According to the x-ray, the catheter was come away approximately 1.5cm from the reserver. The catheter was returned to the manufacturer for evaluation. Further details were not provided. Age: (B)(6). Weight: (B)(6). Height:158cm.